Event description:
Physician was using a spider fx filter along with a turbohawk directional atherectomy device for treatment of a minimally tortuous, slightly calcified lesion. No resistance was felt during advancement of the device. It was reported that the spider was broken in the patient during the procedure. A physician retrieved it and replaced it with another medtronic product. The procedure was completed. No intervention was required. No patient injury reported.

Manufacturer narrative:
Evaluation summary the spiderfx was received within a large sealed plastic biohazard pouch and within sealed sterilization pouches. One pouch contained the loose distal tip assembly of the spiderfx. The tapered distal capture wire exhibited a bend that terminated in a kink separation face. This type of damage is associated with the capture wire prolapsing into the deployed filter basket causing the wire to bend and kink. The tapered distal capture wire was separated distal of the filter basket proximal radiopaque marker band. The floppy distal tip was examined. The coil is intact but does exhibit bending and coil offset separation. All distal assembly components are accounted for. The duel ended catheter was received loose within the other sealed sterilization pouch. No abnormality or deformity was noted in its examination. The protective transportation hoop was received with the spiderfx 320cm capture loaded within it. The distal end of the capture wire exhibits a kink and a kink separation face. The capture wire was removed from the hoop for further examination and measurement. Approximately 252cm from the proximal end of the capture wire is a kink that is paired with a second kink approximately 253.2cm proximal end of the capture wire to form a ¿z¿ kink. The third kink located in the capture wire is approximately 313.8cm from the proximal end of the capture wire. If information is provided in the future, a supplemental report will be issued.